Event description:
It was reported that the pt's catheter was fractured and revision surgery was planned. No further details, pt symptoms or outcome were provided. Additional info was requested but not provided at the time of this report. A f/u report will be filed if additional info becomes available.

Manufacturer narrative:
(B)(4).